Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of one sample with anti-d when tested with erytype s ab0+d on tango optimo. The customer returned neither the supposedly defective product nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested their retained erytype s ab0+d sample with different red blood cells on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s ab0+d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers. All critical parameters and parts that may have adversely affected the sample results were checked and all patient samples run at that day were checked. No other discrepancies occurred. There is no indication for a malfunction of the affected instrument.